Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen would time out faster than expected. Reportedly, the screen would time out after 15 seconds and tandem technical support verified in the pump settings that the time out is set to 120. The customer's blood glucose was 155 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.